Event description:
Patient reports the gums are very irritated and getting discoloration on the teeth. The aligners are sharp and are not cut out properly. Discomfort, pain level at 6, excessive bleeding, periodontitis, inflammation, jaw discomfort, sensitivity were also noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.